Manufacturer narrative:
Analysis of instrument and instrument data indicates that the cause for the falsely depressed troponin I result was insufficient sample in the cup. Customer ran sample with the small sample cup (ssc) and repeated twice from the same cup. The third sampling gave the falsely depressed troponin I result. The operator's manual for the dimension® xpand plus cautions about having an adequate amount of sample in the ssc if additional tests are run from the cup. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed troponin I result was obtained on a patient sample while running replicates. The low result was not reported to the physician. A freshly drawn sample gave higher results. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.